Event description:
The customer reported that the optical switch was damaged and required replacement. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.